Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/06/2024, it was reported by a sales representative via (B)(4) that an ar-6068-25tr quickpass lasso tip broke off. This occurred during use in a labrum repair case with no patient effect. There was a 20 minute delay while trying to retrieve the needle. All fragments able to be removed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the tip of the device had broken off. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.